Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected discrepant tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a suspected discrepant result when testing her husband on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use. The husbands first test provided a positive result (cartridge sn (B)(4), lot 18784b, reader sn (B)(4). The second test performed provided a negative result (cartridge sn (B)(4), lot 18784b, reader sn (B)(4). No additional testing was performed.